Manufacturer narrative:
Evaluation: results: the returned ipg passed all functional testing. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt ((B)(6)) was implanted with an scs system consisting of an ipg and two surgical leads. On (B)(6) 2010, it was reported that the pt was struck by lightning. Efforts to provide effective stimulation through reprogramming were unsuccessful. Lead migration was suspected as a result of the ensuing fall the pt suffered following the incidence. The patient's scs system was replaced as a precautionary measure to ensure proper functioning. The explanted ipg was returned to the manufacturer for analysis; however, the leads were discarded. Follow-up on this meter found that the pt is receiving effective stimulation with the new scs system. No further issues were reported.